Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient received an air detected in cassette warning during drain 1 of 5 of treatment. The treatment was cancelled and a fluid leak was found from the cycler set. It was reported that there was no fluid in or on the cycler. Upon follow-up, the patient confirmed that the leak occurred from the cycler set only and no fluid came in contact with the cycler. The patient is trained on performing manuals and stat drains if needed, but did not complete treatment until the next day. The patient confirmed that they did not develop any symptoms, injuries, adverse event, or require medical intervention as a result of the reported event. The cycler set is not available to be returned to the manufacturer for evaluation because it was discarded.